Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited loss of capture and the right atrial (ra) lead exhibited oversensing. Both the ipg and ra lead remains in use. No patient complications have been reported as a result of this event.